Manufacturer narrative:
Additional information: d10, h3, and h6. The actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A connection test and dimensional inspection were performed with no issues; all specifications were met. The device was found to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a loose connection between the spike transfer set and titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. The titanium adapter was replaced. There was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.